Event description:
It was reported that the communicator was not connecting due to being unplugged. This implantable cardioverter defibrillator (ICD) displayed a red call doctor icon due to code 1003, indicative of battery voltage too low for the projected remaining capacity. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator was not connecting due to being unplugged. This implantable cardioverter defibrillator (ICD) displayed a red call doctor icon due to an unknown reason. This ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The product has not returned for analysis.

Event description:
It was reported, that the communicator was not connecting. Due to being unplugged. This implantable cardioverter defibrillator (ICD) displayed a red call doctor icon, due to an unknown reason. This ICD remains in service. No adverse patient effects were reported.